Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7113949.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation wherein the control of tremor symptoms was never achieved. The patient underwent a revision procedure where the leads were replaced. The patient was doing well post-operatively. The explanted devices were retained by the medical facility and were not returned to bsc.